Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported issue that the permanent cautery hook instrument ¿would not cauterize.¿ fa noted that the instrument was found to have a broken conductor wire at the cable crimp in the proximal end. The instrument failed the electrical continuity test and there were no signs of thermal damage observed. As of 4/12/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was performed for the permanent cautery hook reported in this complaint (pn: 470183-10/ s10150211 0024) and the following was found: per logs, the instrument was last used on (B)(6) 2019 on system (B)(4) with 5 uses remaining. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Device expiration date for section d4 was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's fifth usage and, therefore, had not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the permanent cautery hook (pch) would not cauterize. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed follow-up with the customer, but the customer could not provide patient demographic information or any further narrative surrounding the event.